Event description:
It has been reported to philips that a monitor on the allura device was not operational. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the monitor was not operational. No further information regarding the reported issue. The service quote was expired so no work performed by philips. The codes were updated based on the investigation outcome.